Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the drg ipg pocket site and uncomfortable stimulation from the scs system due to one lead migrating. Surgical intervention was undertaken on (B)(6) 2024 where the drg ipg pocket site was repositioned and one of the scs leads was replaced. Therapy was restored.